Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had motor error alarm over a month ago and large scratch down the middle of the screen and scratched on bottom left corner of screen. Customer¿s blood glucose was unknown at the time of incident. Customer also stated that battery cap was is more difficult to remove and replace than when he first got it. Customer also stated that insulin pump had rejected new battery and battery life was less than one week. Insulin pump was louder during rewind or prime. The insulin pump will not be returned for analysis.